Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch for second implant: 1221934-2015-10152. UDI:(B)(4). The lot expiration date is currently unavailable.

Event description:
The sales rep reported that during a shoulder two of the customer's gryphon p br anchor with orthocord dual suture pulled out of the bone. The sales rep stated that the first anchor was inserted at the six o'clock position and when tying the knot the anchor pulled out. The sales rep stated that the surgeon removed the suture and inserted a lupine anchor behind the anchor. The sales rep stated that the surgeon drilled a new bone hole at the five o' clock position, inserted a second anchor and the same issue occurred. The sales rep stated that the surgeon removed the suture and anchor with no issues. The sales rep reported that the surgeon completed the procedure with another lupine anchor using the same bone hole with no patient consequences but there was a 20 minute delay. The sales rep stated that both anchors are from the same lot number. The sales rep stated that the patient's bone quality was below average. The sales rep stated that the first anchor was left in and the second anchor was discarded.

Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).